Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number (B)(6)) was evaluated following the reported event of a no external power alarms. The system controller was not returned; however, a log file was submitted for analysis. The submitted log file a53114447 (for system controller serial number (B)(6)) contained data spanning an unknown amount of time due to the system controller clock being defaulted to (B)(6) 2000 at 0:00:00. This is consistent with the 14-volt batteries as well as the backup battery being fully depleted, and the controller clock being reset to the default timestamp. The log file captured a low power advisory active from 29may at 1:48:17 to 3:30:43 due to normal battery depletion. The alarm then changed to a low power hazard at 3:56:16 to 4:21:10, and then turned to a no external power alarm from 4:21:11 to 6:32:36 due to a full battery depletion. The backup battery was able to support the controller from 4:21:12 to 6:32:36. The reported event could not be correlated to an issue with the returned system controller and the reported event of no external power alarms was determined to be due to a full battery depletion. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 17apr2021. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the comprehensive metabolic panel (cmp) and complete blood count (cbc) were unremarkable. The international normalized ratio (inr) was 2.2 and 1+ hemoglobin in urine. The patient was stable without apparent untoward event. Of not the patient had a computed tomography (CT) of the head because the patient did not seem to be able to manage his device after having lived at home independently for 2 years. The patient was found to have stage 4 small cell lung cancer with brain mets. The patient was discharged from the hospital from this event on (B)(6) 2021. The pump was reconnected prior to the arrival at the center and no further treatment needed for the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm and had frustrations with the alarm. The pump was found to be off and from reviewing the alarms it appeared that it was off for about 3 hours until the controller was changed by ems (emergency medical services). The log file controller hsc-067812 captured low power advisories on (B)(6) 2021. The alarm was not addressed and it continued until it turned into a low power hazard and then an emergency backup battery (ebb) in use condition occurred. The ebb was allowed to drain so the pump stopped on (B)(6) 2021 and the controller clock reset to the default time stamp of (B)(6) 2000. The log file from controller hsc-068202 showed that the ebb was allowed to drain so the controller was set to the default time stamp when the pump was connected. The pump was connected while on battery power and began operating at the set speed. The pump operated at the set speed for the remainder of the log file. The last few lines of the file shows the controller clock was set to a current date and time. The length of time the pump was off cannot be determined due to the controller¿s clocks defaulted to (B)(6) 2021. Related manufacturer report number of pump: 2916596-2021-03143. Related manufacturer report number of backup controller: 2916596-2021-03142.